Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained adhered to the device because reprocessing could not be conducted properly due to leakage from the biopsy channel and insulation section at the distal end. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and as per evaluation, the reported event was likely a result of insufficient reprocessing. Foreign objects were found at following parts of the scope: plastic distal end cover (c-cover), nozzle, adhesive around objective lens, adhesive around light guide (lg) lens, bending section cover (a-rubber), adhesive on a-rubber and at the connecting tube and foreign objects came out of distal end due to damage on suction tube in control section. In addition, evaluation found following findings: upward/downward angulation control knob could not be locked securely due to wear of forceps elevator; switch one (1) had a pinhole; scope-cover had a crack; air/water-cylinder and suction-cylinder had no color; control unit was shaved; plug unit had a scratch; water tightness was lost due to damage on channel-tube; insulation resistance value at distal end did not meet the standard value due to burn on c-cover and also c-cover had a chip. During incoming inspection, a leakage was found in biopsy channel, distal end insulation test failed. There was corrosion at auxiliary water inlet, adhesive around objective lens and adhesive around lg lens; scope connector cover unit had corrosion due to water leakage; adhesive on a-rubber had a crack and universal cord had coating peeling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited several parts with foreign material was found. There were no reports on patient involvement.